Manufacturer narrative:
The reported event (critical battery alarm) was confirmed via controller logs. The log files review revealed that the controller serial (B)(4) logged a critical battery alarm 1 for battery serial (B)(4) on (B)(6) 2016 at 16:55:50. Additionally, it was observed that the logs showed occurrences of premature battery switching events near to the event date. The premature battery switching events are most likely due to the patient's use pattern or to communication anomalies between the battery and the controller. These communication anomalies are currently being investigated by heartware. Per instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient reported a critical battery alarm. The log files report that the battery was not <10% of charge when the alarm occurred. The battery removed from service. There was no impact to the patient.